Event description:
Information was received indicating that the actual amount of medical fluid that was extracted from a smiths medical cadd medication cassette reservoir, was different than the reservoir volume indicated on the pump. There were no reported adverse patient effects.

Manufacturer narrative:
Other, other text: evaluation results: a cadd cassette reservoir was returned for investigation in used condition. The sample was visually inspected at a distance of 12 to 24 inches, and under normal conditions of illumination. No abnormalities/discrepancies were observed. The cassette was connected to a cadd legacy pump for accuracy testing. The cassette was fully priming and connected without difficulty to the pump. The pump ran the program successfully. No alarms were activated. The customer reported product problem was not reproduced during testing. No fault was found with the returned product.